Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 442 mg/dl and the current blood glucose was 118 mg/dl. Customer treated high blood glucose with manual injection. Customer did not stated any symptoms related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump alarmed recurring insulin flow block alarm. Customer had tried all the recommended troubleshooting and the alarm was not resolved. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.